Manufacturer narrative:
The respironics service technician confirmed the reported problem. The service technician replaced the main board. Failure analysis of the main board found the pins of the nurse call port were making intermittent contact due to broken solder connection. Esprit users rec'd a notification in 2003 advising them to conduct periodic tests to assure proper operation of their nurse's remote alarm system. Also included were instructions for testing the nurse's remote alarm system when used with the esprit ventilator. Customer will receive a letter update as a reminder to the notification.

Event description:
The customer reported that when an alarm activated on the ventilator, it did not alarm at the nursing station. The ventilator was in use, and the customer reported there was no pt harm.